Event description:
It was reported that an asymptomatic, non-dependent patient presented in-clinic for a routine follow-up. Lead issue has been monitored by the clinic for some time. Right ventricular noise, intermittent capture and low pacing lead impedance were noted. The patient did not experience any symptoms due to lead malfunction. The lead will be replaced during the normal device change out.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2018. Patient was stable post-procedure.